Event description:
Through implant patient registry, it was reported that a 25mm 3300tfx aortic valve was explanted after an implant duration of 3 months and 24 days for recurrent aortic valve endocarditis, aortic valve prosthetic dehiscence and severe symptomatic aortic valve insufficiency. The valve was replaced with a 29mm 11500a aortic valve. The patient was discharged pod#12. Per medical records, an echo prior to surgery revealed a rocking of the aortic valve bioprosthesis with increased mobility suggestive of valve dehiscence or possible perivalular infection or abscess, severe aortic regurgitation and a mobile area on the posterior aspect of the valve sewing ring representing dehisced tissue or overlying vegetation. A pre op tee demonstrated severe aortic insufficiency with valve dehiscence, left ventricular dilation and a large laa mass. The patient underwent redo avr, resection of laa mass. It is noted on examining the aortic valve, there was no evidence of an abscess, and the valve appeared normal. It is noted the aortic valve was completely pulled away from the noncoronary annulus, sutures intact, but the valve was dehisced from the annulus. It is noted the laa mass appeared to be thrombus, it was sent to pathology. The post operative diagnosis is noted as av endocarditis. The post implant tee demonstrated a well seated bioprosthetic aortic valve without pvl. The patient was prepared for return to ICU having tolerated the procedure without significant difficulties. Per follow up with the surgeon's office it was confirmed that endocarditis was present at the time of device explant.

Manufacturer narrative:
Manufacturer narrative: updated sections: d4 expiration date, h4, h6 component codes, health effect - clinical code, device code(s), investigation findings, and investigation conclusions. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. It has been determined that the root cause of this event was most due to patient related factors and is not related to any manufacturing or sterilization issues with the valve. Based on the new information received, this event is no longer considered reportable.

Manufacturer narrative:
The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 25mm 3300tfx aortic valve was explanted after an implant duration of 4 months for an unknown reason. Per medical records, the valve was explanted due to dehiscence and pvl at the non coronary sinus. There was no evidence of an abscess, or endocarditis; the valve appeared normal. There was a large thrombotic mass in the laa without evidence of valve involvement. The laa was ligated. The explanted valve was replaced with a 29mm 11500a aortic valve. The patient was returned to the ICU, after a brief asystole requiring inotropic support and a temporary pacemaker, and bleeding/washout from a fragile sternal wire sutures. The post operative course was complicated by liver dysfunction, an incomplete bundle branch block that did not require a pacemaker, a possible inferior infarct with a reduced lv ef of 30-45%. The patient was discharged from the hospital on pod#12; the patient status is not known. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.